Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.  It was later confirmed by the biomedical engineer that he verified that the event code was logged in the device's memory; however, he was able to successfully charge and shock without any discrepancies.  The biomedical engineer then cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had charged their device, in order to provide a synchronized cardioversion shock to a patient; however, when the shock button was pressed a red service indicator appeared and the shock was not delivered.  Medical personnel then charged the device a second time and were able to successfully cardiovert the patient.  There were no reports of adverse effects to the patient as a result of the reported issue.   The biomedical engineer stated that no further information about the patient or the event was available. The biomedical engineer further advised that following the event, medical personnel cycled power and the service indicator went away.  When the biomedical engineer examined the device, he observed an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.